Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed service center in (B)(4). Review of the device logs confirmed the occurrence of system fault 101 indicating the outlet pressure measurement was incorrect. System fault 101 was triggered in association with a circuit disconnection event. Performance tests were not able to reproduce the reported system fault. Visual inspection of the inspiratory flow sensor showed traces of humidity that may have caused the sf101 error message. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.